Event description:
It was reported the programmer head is broken. The programmer head was returned, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the device was broken, it would not interrogate an implantable device. The device failed telemetry testing due to the cable being out of electrical specification. (B)(4).